Event description:
It was reported that in the last week the patient felt like they were on the verge of a bladder infection and they were going to the bathroom frequently. The patient called their health care provider¿s (hcp¿s) office and they had an appointment in about 1 week. The patient¿s hcp recommended that the patient go to their primary care physician (pcp) to have their urine tested for infection. The patient was having symptom relief with the therapy. The manufacturer representative agreed that the patient definitely needed to work with their hcp. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0gkjj, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).